Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tlc75 instruments' firing knobs are blocked, partially fired. Another instrument was used to complete the case. There was no consequence to the pt.